Event description:
Unomedical reference number (B)(4). Event occurred in germany, it was reported that on (B)(6) 2024 employee from pharmacy reports that two infusion set packaging and infusion itself are misshaped. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).